Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the representative hit the "nominal" command by mistake before implant. The alarms tripped. The representative tried to reset the ICD. Another device was used. No patient complications were reported as a result of this event.